Event description:
Urgent repeat coronary intervention of the target vessels.

Event description:
The information from the reality study indicated that the pt had an additional adverse event (ae). The new ae occurred approximately fifteen (15) months after the index procedure. The report stated that the pt was admitted to the hospital with unstable angina (ua) class iiib. The pt had a repeat angiogram the next day which demonstrated in-stent restenosis of two (2) previously implanted cypher stents. The target lesion was reported to be the left anterior descending (lad) artery. The lesion was reported to be a 95% in-stent restenotic lesion. The restenosis was treated by implantation of a taxus 3.0/20 mm stent at 14 atm for 14 sec. The flow pre and post-procedure was unk. A good final angiographic result was achieved and the pt was discharged two (2) days after the procedure. The ae was reported to be unlikely related to the device and probably related to the procedure. The pt had been reported to be complaint with his antiplatelet therapy. The pt's other two (2) cypher stents implanted in the obtuse marginal (om) branch were reported to be patent. The pt was re-admitted with chest pain the day of discharge from the aforementioned interventional procedure. An ECG stress test and cardiac enzymes were all reported to be within normal limits. The pt was discharged two (2) days later. The pt was re-admitted agian the next day with chest pain. An ECG and cardiac enzymes were again within normal limits. These events were determined to be not reportable.